Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation with unknown mentor saline prostheses and experienced bilateral capsular contracture (baker¿s grade unknown) post procedure. As a result, explant is planned for (B)(6) 2018. At the time of this report no additional information has been made available, and mentor is conservatively reporting this event as an unknown mentor saline prosthesis. If additional information is made available in the future a supplemental report will be submitted. See 1645337-2019-08374 for contralateral prosthesis report.